Event description:
The customer's mother reported that her insulin pump shuts off and turns back on by itself in the middle of her bolus. The customer's blood glucose reading is 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.